Event description:
It was reported that during the pta/stenting treatment procedure, a strut on the wallstent was damaged. Following advancement to the target lesion, difficulty was encountered prostioning the stent. Resistance was met during retraction of the outer sheath. Fluoro images indicated a strut on the edge of the stent had become bent away from the stent body. The stent was removed and a new wallstent was successfully implanted. No pt injuries or complications were reported. The pt's status was reported as 'good.'